Manufacturer narrative:
(B)(4). The results of the investigation are as follows: the part manufacturing date was reviewed, as returned tasp exhibits signs of repeated use and has fractured on the medial side of the post. All pieces were returned and referenced attached photographs. The device history records for item was reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bottom part of a tasp broke, when trying to insert the trial into tibia baseplate. Patient was not effected, and another tasp was used in its place. No further event information available at the time of this report.